Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture (grade iii) and infection. Fi summary: review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. During the review of seal strength test for thermoform records, it was observed that 11 consecutive points were under the central limit of the control chart. However, this trend does not affect the product quality since the individual data points are above the 1 lb. Limit, and it complies with the specification of qc-568, section 14.2, rev 13.0. Other records reviewed: environmental monitoring results for may-2012. And bioburden monitoring results for iiq 2012. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information. With the information collected during the investigation, there is enough evidence to support that device serial number 17650142 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30007896 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of apr-2019 through mar-2021, was noted an outlier in apr-2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side capsular contracture (grade iii) and infection. A complete capsulectomy was performed. The device was explanted and replaced. Device will not be returned due.